Manufacturer narrative:
The clinical observation was confirmed by analysis. The lead returned severed at 138 millimeters (mm) from the terminal pin. Two segments returned, total length equal to 630 (mm). A segment of the lead appeared to be missing; a new 0185 lead measures 640 (mm). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead performed. Resistance and pressure tests completed to assess lead electrical performance and insulation integrity. Visual observation noted blood/body fluid found in the lumens. The rate/sense ptfe found bunched in several locations. Insulation damage noted, due to the location and type of damage likely caused by entrapment in the clavicle/first-rib region. The outer insulation damage appeared flattened/out of round shape. There was damage found to the trilumen insulation webbing. Microscopic analysis indicates the insulation damage initiated by a localized compressive stress on the tubing surface.

Event description:
Boston scientific received information through a remote monitoring system that detected out of range low shock impedance measurement on the right ventricular (rv) lead. The patient was brought in for troubleshooting where noise was also observed. There were no adverse patient effects. A planned lead revision was reported. A request for status of the lead has been sent.

Manufacturer narrative:
As of this date the lead remains implanted. This report will be updated if additional information becomes avilable.

Event description:
Additional information was received that this lead was explanted and returned for analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.